Event description:
Multiple episodes of auto immune reactions when exposed to solvents, paints, varnishes, adhesives and sealants. Symptoms: blurred vision dizziness, heart palpitations, respiratory difficulty, red splotches on neck, throat and chest, burning, stinging of skin, intermittent burning, numbness in spine, tingling, numbness of fingers, severe muscular pain, bone and joint pain, flu-like symptoms lasts 4-6 days, impaired concentration, nausea vomiting at times, hair loss, balance and motor function impairment, severe muscular cramping, tightness of skin especially areas (epigastric ribs) reactions intensify with exposure and recovery takes longer. Other chemicals trigger response. Methane-gas-vapors-tar-roofing-pharmaceuticals-methane propelled antihistamine containing bromides. Skin-outer layers-sticky/rubbery-waxy type residue on underlying skin. Worse in sweat gland areas-numbness-back-any type silicon-silica seems to trigger response-salt-silica/aluminate-iodized-non dairy coffee creamer-silicon dioxides.